Event description:
Customer reported with an issue of error message e315 scope error on the device. The issue found during an unknown event. There is no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following findings: a full technical evaluation was completed in accordance with the OEM (original equipment manufacturer) specification. The following defects were identified in relation to the customer specified fault: s-connector - water leakage - excessive fluid ingress. Image condition - interference evident. Image condition - error code. The instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No abnormalities or associated damage were identified during the inspection. On further investigation the plug body was dismantled, and the moisture indicator has been triggered indicating fluid ingress within the plug body. Technical evaluation has not confirmed the customer specified fault of ¿error 315 ". However error code e216 (scope communication) is evident when the instrument was plugged into the stack system. An electrical continuity error has occurred due to fluid ingress into the scope connector. How the fluid has entered the instrument is unknown; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Event was corrected to add information inadvertently left out of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, and since water invasion was confirmed, it is likely water invaded the scope connector due to inappropriate reprocessing which led to a short circuit of electronic parts. Users can reduce/prevent the suggested event by handling the device in accordance with the following instructions for use: before immersing the endoscope in reprocessing fluids, confirm that the eto cap (mb-156) is not attached to the endoscope. If the eto cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Event description:
The unsupported scope error code e315 was observed during preparation for use in a colonoscopy. The procedure was completed with a similar device without delay.